Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation event. There is no information to suggest that the patient sustained a serious injury. Device evaluation was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Monitor (B)(4): 08/2014 - reuse. Electrode belt (B)(4): 07/2014 - initial use. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4).

Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event. The patient was treated at 08:43:17 on (B)(6) 2014 while in the hospital. Aberant svt (179 bpm contributed to the false detection. The response buttons were not pressed prior to the treatment. The patient was conscious at the time of the event and remained in the hospital. The patient continued to use the lifevest.